Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d6b, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, sustained personal injury and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralex hernia patch. Per operative notes, ¿the large ventralex hernia patch was placed in the peritoneal cavity and sutured.¿ (B)(6) 2018 - patient was diagnosed with enterocutaneous fistula and crohn¿s disease of small intestine with fistula thereby underwent laparoscopic repair with removal of ventralex hernia patch. Per operative notes, ¿adhesions to abdominal wall were taken down. And area of fistula was noted. A matted and hard ventralex patch and the attached small bowel was completely removed. The defect was closed and the scar was excised.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and sustained personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress, sustained personal injury and the device was defective.